Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer reported that the insulin pump went blank display. The customer's blood glucose was 550 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the display returned after troubleshooting. The customer stated that they received a battery out limit alarm. The customer stated that the batteries were out greater than duration allowed by the insulin pump. The customer was advised to be sent a replacement battery cap. The insulin pump will not be returned for analysis.